Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer (a child of (B)(6) years) received a higher reading from their adc freestyle libre sensor than a reading received from the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of 144 mg/dl which was compared to a meter result of 25 mg/dl. At the time when the readings were received, customer was experiencing pale skin, cold sweats, and shaking. A healthcare provider treated the customer with sugar as the customer was incapable of self-treating. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s caregiver reported customer (a child of nine years) received a higher reading from their adc freestyle libre sensor than a reading received from the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor result of 144 mg/dl which was compared to a meter result of 25 mg/dl. At the time when the readings were received, customer was experiencing pale skin, cold sweats, and shaking. A healthcare provider treated the customer with sugar as the customer was incapable of self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.